Event description:
According to the reporter, there was anaphylactic shock with (1) 4010-02-15-t4. The patient had an ultrasound-guided biopsy and was informed she had metal allergies. It was confirmed she was good with titanium. She went into anaphylactic shock last night after the placement of the hydromark clip. The clip was removed and her symptoms improved. The clip packing was discarded. The account informed they use different vendor probes and not mammotome. The problem occurred after the procedure. The procedure was completed with the 4010-02-15-t4 hydromark clip reported. The patient went into anaphylactic shock last night after the placement of the hydromark clip, after the clip was removed, she improved. Surgical removal was required.

Manufacturer narrative:
According to the reporter, there was anaphylactic shock with (1) 4010-02-15-t4. The patient had an ultrasound-guided biopsy and was informed she had metal allergies. It was confirmed she was good with titanium. She went into anaphylactic shock last night after the placement of the hydromark clip. The clip was removed and her symptoms improved. The clip packing was discarded. The account informed they use different vendor probes and not mammotome. The problem occurred after the procedure. The procedure was completed with the 4010-02-15-t4 hydromark clip reported. The patient went into anaphylactic shock last night after the placement of the hydromark clip, after the clip was removed she improved. Surgical removal was required. The device was not returned for evaluation. The root cause was traced to non-device related factors. Based on the information available it is most likely the adverse event was related to the patient condition.